Event description:
It was reported that the monopolar cautery instrument insulation was noted to be damaged during reprocessing. No patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, failure analysis found that the main tube insulation was scratched and some of the insulation had been removed. The location of the scratched area was approximately 5 from the distal end of the main tube. No other damage was found.